Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 7/8/98).

Event description:
The iab was inserted into the pt on 1/29/98. On 1/30/98, the iab leaked. On 6/9/98, the following was reported to datascope: blood was noted in the catheter tubing. There was no pt injury or complication as a result of the event. The pt was discharged on 2/6/98. The pt was fine. (Datascope rec'd the mandatory medwatch form from the user facility on 6/9/98). [Event complications]: unk-reported 2/4/98; none-rpt'd 6/9/98. [Pt's current status]: discharged-rpt'd 6/9/98.